Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, uncontrolled endocrine illness, smoker, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, infection, swelling, fistula, inflammation, mobility.